Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken main tube approximately 7.39mm from the distal tip. No material was found missing. Components adjacent to this broken main tube show damage. The metal distal end with the grip tips was fully snapped off; distal tip was returned with instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a vinci-assisted right hemicolectomy surgical procedure, the customer reported that while dissecting tissue on one side the force bipolar grasping grip broke, and a small piece of the instrument broke off. The small piece of the instrument was retrieved, and both the instrument and fragment were removed from the abdomen. The procedure was completed with no reported injury.